Event description:
It was reported to boston scientific corporation that an active cord was used during either an esophagogastroduodenoscopy (egd) or a colonoscopy procedure. According to the complainant, the red connector on the active cord was loose. During the procedure the nurse had to hold the active cord and accessory device (unknown upn) together to prevent them from disconnecting. The complainant indicated that no malfunction was alleged against the accessory device. The procedure was completed with this active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an active cord was used during either an esophagogastroduodenoscopy (egd) or a colonoscopy procedure. According to the complainant, the red connector on the active cord was loose. During the procedure the nurse had to hold the active cord and accessory device (unknown upn) together to prevent them from disconnecting. The complainant indicated that no malfunction was alleged against the accessory device. The procedure was completed with this active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no visible defects; the cable and connectors/adaptors on both ends were intact. The inner diameter of the banana plug/jack was measured to be 0.167", within the specification of 0.1644" - 0.1676", and the continuity between the active cord plug and the banana plug was able to conduct current, indicating proper connectivity of the cord. The resistance across the active cord plug and the banana plug measured 0.24 ohms, which meets the resistance specification of < 0.5 ohms. The condition of the returned device was not consistent with the complaint that "the connection of the active cord to the disposable bsc polypectomy device [...] Was loose"; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.